Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was not responsive. The cursor was not stable and seemed to shake around. There was a thirty minute delay, as an alternate system was employed. The surgical procedure was completed successfully. There were no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during set-up of the cpb system and circuit, prior to cpb, the perfusionist (ccp) noticed the ccm was not responsive and the cursor was not stable. The ccp elected to move the disposable cpb circuit over to a back-up system-1 unit. This extended the set-up and preparation time and delayed the start of the procedure by thirty minutes (patient entrance into the operation room delayed by thirty minutes). According to the ccp, the patient was stable during the delay and not in clinical distress. According to the ccp, there were no issues during cpb. The procedure was completed successfully, without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the ccm with a loaner ccm. The fsr confirmed all perfusion screens with the customer. The unit operated to manufacturer specifications and was returned to clinical use. The suspect ccm was returned to the manufacturer for further evaluation.